Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was initially reported on (B)(6) 2013 that the ¿first dose did absolutely nothing¿. The patient was ¿still afraid of it¿. Patient wanted to know if there was a "normal" time before she felt relief. The patient ¿didn¿t realize how low it is¿ in reference to the location of the implanted pump. Patient indicated ¿this is my second surgery out of 40¿ where the patient had ¿no pain afterwards¿. It was also noted the patient had a refill the following day. The drug being infused was prialt. As of the date of this report it was stated that patient never had therapeutic effect. It was stated that pump had never worked and wanted to know what other medications they could put in the pump; ¿there was only one week since implant which was 3 weeks ago where the pump did work for one week and patient felt like she was on a cloud¿. Now ¿the pain is so bad its almost worse than it was before¿. Patient had another adjustment with the medication last week; later it was said on (B)(6) 2014. The event or symptoms occurred following pump and catheter implant. Patient was at home. Patient wanted to know what exact medications can be used in the pump; her doctor had stated that he will try one more dose. ¿patient in pain and doctor wants to give up on patient¿. ¿doctor states there is nothing else to do¿. Patient requested to know whether the pump would have to be removed if it doesn¿t work. Patient¿s pain is such that she ¿can¿t clean house, barely take care of herself, been through the ringer more than 40 surgeries maybe that¿s why nothing work s¿. They had prialt back in june until patient had nasty side effects, that didn¿t help either. Currently patient had morphine in her pump. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.